Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was received: 1. Could you please clarify how long was the delay (hours/minutes)? Around 20/30 minutes delay 2. Was there any patient consequence as a result of the procedure being prolonged? Patient is doing well at the moment

Event description:
Exp date: (B)(6) 2024. Surgeon : (B)(6).. Procedure: high anterior resection open ethicon sales specialist (me) was present at the moment. It was reported that the device was correctly assembled and when firing trigger was pressed nothing happened. We tried to take the battery off an put it back in again and still nothing happened. The display was normally lit up but the firing sequence didn t start. Also stapler was within the firing range (orange line inside the green scale). Surgical team reconnected anvil to make sure was fully attached to the trocar and tried to fire again with no success. A second device was opened and this 2nd battery was plugged into the first gun (which was inside the patient). Unfortunately this also didn¿t work and firing sequence was not activated. Surgical team decided to pull the first gun out of the patient and try to use the 2nd device that was opened. 2nd device was inserted, connected to the anvil and the battery attached (2nd battery, the same that came with this gun). This time firing sequence was normally activated and successfully completed. This situation generated a delay on the surgery but no unexpected outcome for the patient so far.

Manufacturer narrative:
(B)(4) date sent: 03/31/2022 d4: batch # 253a58 h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil was received. The breakaway washer was not present and, the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality with a manually assisted and a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The adjusting knob was performed without any difficulties, the instructions for use do contain the following caution: open the device by turning the adjusting knob counterclockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.